Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to cracked lcd glass. Pump also received with moderately scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer stated that the lcd screen was broken and back of the insulin pump was broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.